Event description:
Additional information was received for this case. During follow up a CT with contrast identified parietal thrombus hanging from the distal extremity of the endoprosthesis. No additional treatment has been performed.

Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. Diameter of the proximal aortic neck was 21 mm, length of proximal neck was 15 mm, diameter of distal aortic neck was 22 mm, length of distal neck was 150 mm and minimum diameter of main access vessel was 8 mm. The shape of both the distal and proximal neck was parallel sides. Post-operative course was reported that the patient suffered from pulmonary embolism. Medication was used for treatment. Treatment is ongoing. The investigator assessment states that the event is not related to the device or procedure. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).